Manufacturer narrative:
H6: code 213 - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code 3221 - the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code 515 - g04122 was used for new lesion that was attributed to the uncovered stent. Added component code and conclusion to h6. It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states ¿key anatomic elements that may affect successful treatment of the lesion include severe neck angulation, short aortic neck(s) and significant thrombus and / or calcium at the arterial implantation sites.¿ additionally, the IFU states ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, pseudoaneurysm.¿

Manufacturer narrative:
Date of event: as the exact date of onset for the reported pseudoaneurysm is unknown, the date of event has been estimated as (B)(6) 2021. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states ¿key anatomic elements that may affect successful treatment of the lesion include severe neck angulation, short aortic neck(s) and significant thrombus and / or calcium at the arterial implantation sites.¿ additionally, the IFU states ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, pseudoaneurysm.¿

Event description:
On (B)(6) 2020, the patient presented to the facility with an acute type b aortic dissection. On (B)(6) 2020, the patient underwent endovascular treatment for the acute dissection using two gore® tag® conformable thoracic stent grafts with active control system. A 37mm x 20cm gore® tag® device was implanted proximally, immediately distal to the left subclavian artery branch. A 40mm x 15cm gore® tag® device was then placed distally. No endoleak was observed on final imaging. The patient tolerated the procedure. On an unknown date in (B)(6) 2021, a follow-up examination reportedly showed a pseudoaneurysm near the partially uncovered stent of the 37mm gore® tag® device. According to the report, the proximal device was not oversized, but calcification in the descending thoracic aorta was severe. The physician suspected that the partially uncovered stent being implanted in a heavily calcified region may have contributed to the pseudoaneurysm. On (B)(6) 2021, an additional procedure was performed to treat the pseudoaneurysm. Prior to the procedure, carotid-carotid-subclavian artery bypass was performed. An additional 34mm x 20cm gore® tag® device was then placed immediately distal to the brachiocephalic artery branch. A non-gore manufactured stent graft was also implanted to extend distally. No endoleak was noted on final angiograph. The patient tolerated the procedure.